Manufacturer narrative:
Evaluated three opened/used reservoirs. Plungers were returned dislodge from reservoirs reconnected and performed pre-fill test to reservoirs. Reservoirs not occluded anomalies found during analysis. Plungers were easy to connect/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that two infusion sets and one reservoir did not work. Customer ended up having high blood glucose of 426 mg/dl and treated with a manual injection. Changing the set resolved the issue. Caller also reported that the plunger popped out while filling the reservoir. Customer was shipped replacement reservoirs, and the reservoir was returned for analysis. The insulin pump was not replaced or returned.